Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The traveler rx is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat an eccentric, de novo lesion in the obtuse marginal branch of the left circumflex coronary artery with mild tortuosity, mild calcification and 95% stenosis. A 2.25x12 mm traveler rx balloon dilatation catheter (bdc) was advanced to the lesion with resistance from the anatomy. The balloon of the bdc ruptured on the second inflation at 12 atmospheres. The bdc was removed from the anatomy with no resistance. A non-abbott bdc was used to complete dilatation and a non-abbott stent was implanted to treat the target lesion. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.